Manufacturer narrative:
(B)(4). Batch # p5652j. Device evaluation: the analysis found that one pcee60a device was returned with no apparent damage and with an ecr60d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information: it was found that the cartridge was coming off the device inside the patient before firing. The forceps were used to remove the knife via trocar.

Event description:
It was reported that during an unknown procedure, the cartridge came off the device before firing. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.